Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient in (B)(6) was receiving lioresal with con centration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 650 mcg/day. The drug lot number of lioresal, concomitant medication list, and event date were not obtainable.&#1288;e indication for use regarding the pump was not reported. The patient's medical history included hypoxia at birth. The patient experienced a lack of efficacy regarding their spasticity. The onset of the event was not available. A decision was made to replace the pump and catheter and the device system was replaced on (B)(6) 2015. The patient was without injury regarding their status at the time of the report. The pump was being returned to be analyzed. It was noted that the hcp had no further information. Additional information will be provided in a supplemental report when available. Additional information was requested regarding troubleshooting/ diagnostics, cause, diagnosis for use, and a resolution. Should the additional information become available, a follow-up will be submitted.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ unknown_lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative. On (B)(6) 2015 the pump, an unknown catheter, and an unknown "lead" were all received. On (B)(6) 2016 it was reported that the patient had a test phase, with an external pump at 150 mcg/day, several years ago. The date was unknown; the trial was in pediatrics and had a good response. This positive effect was not observed after the pump implant and the daily dose was increased up to 1400 mcg/day. The current physician started to follow-up with this patient, with that daily dose. According to the physician, the pump was working; however, there was a volume discrepancy at the refill (4 ml aspirated instead of 1 ml on the n'vsion). This difference was reportedly stable and insufficient to explain the patient's situation. The physician tried to "opacify" the catheter; however he could not inject, as he was not able to aspirate the catheter and there was 400 mcg of baclofen in the catheter. He tried to compare the effect of a 100 mcg bolus administered via the pump and the effect of the same bolus via a single shot, lumbar punction (lp). There was no effect of the bolus administered via the pump and a slight effect of the bolus via lp. The decision was taken to change the whole system on (B)(6) 2015. After the pump and catheter replacement, the daily dose was set to 300 mcg/day. The dose was then gradually increased (25-30%) every day and as of (B)(6) 2015, the daily dose was again at 1400 mcg/day. No further information was provided.